Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was damaged and battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The audio bolus button cover and slug were detached and missing. The ez-prime steps were performed correctly, and all currents were reading within specifications. The reported short battery life complaint was unable to be duplicated. The pump cover was removed, to find no intermittent conditions to the power printed circuit board.